Event description:
It was reported that the 9800 sys had a filament failure error during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The filament and generator were calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.